Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needle was bent. This was discovered during use. The following information was provided by the initial reporter: material no.: 328280, batch no.: 9035794, 7023699. It was reported by the consumer that the needle was bent when the shield was removed as well as the needle was bending during insertion into the vial resulting in the needle not going into the vial. Additionally, it was reported that the needle seems a little longer. Issue: consumer reported bent needle when he removes it from the orange shield. Bent needle during insertion in to the vial. No problem with lantus, he started humalog this year, and uses the perfect center to insert in to the insulin bottle. It won't go in its bent. He uses about 4 to 5 needles a day. Almost all the needle is bent. He gets the syringes from the mail order pharmacy. He has a new supplier this year and started noticing different needles. Issue: consumer reported he thinks the needle seems little longer. Sample discarded. Issue: he reported bent needle in the past. He called his mail order pharmacy. They sent him the replacement. Advised consumer to save the samples if re occurs. Notified him to send couple of unused sample from the box. Offered to send him the replacement.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9035794. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200811610] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needle was bent. This was discovered during use. The following information was provided by the initial reporter: material no.: 328280, batch no.: 9035794, 7023699. It was reported by the consumer that the needle was bent when the shield was removed as well as the needle was bending during insertion into the vial resulting in the needle not going into the vial. Additionally, it was reported that the needle seems a little longer. Issue: consumer reported bent needle when he removes it from the orange shield. Bent needle during insertion in to the vial. No problem with lantus, he started humalog this year, and uses the perfect center to insert in to the insulin bottle. It won't go in its bent. He uses about 4 to 5 needles a day. Almost all the needle is bent. He gets the syringes from the mail order pharmacy. He has a new supplier this year and started noticing different needles. Issue: consumer reported he thinks the needle seems little longer. Sample discarded. Issue: he reported bent needle in the past. He called his mail order pharmacy. They sent him the replacement. Advised consumer to save the samples if re occurs. Notified him to send couple of unused sample from the box. Offered to send him the replacement.

Manufacturer narrative:
H.6. Investigation: customer returned (10) 3/10cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 9035794. No samples from lot # 7023699 were returned by the customer. Customer states that the needle was bent when the shield was removed as well as the needle was bending during insertion into the vial resulting in the needle not going into the vial. Additionally, it was reported that the needle seems a little longer. All returned syringes were tested using the length gauge and all samples fell within specifications regarding cannula length. All samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 30g: 0.0120¿-0.0125¿). All samples were also tested and all were able to draw and expel properly without any observed defects. All observations fall within specifications. A review of the device history record was completed for batch# 9035794. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200811610] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9035794, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-04. Medical device lot #: 7023699, medical device expiration date: n/a, device manufacture date: 2017-03-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringes with the bd ultra-fine¿ needle was bent. This was discovered during use. The following information was provided by the initial reporter: material no.: 328280 batch no.: (B)(4). It was reported by the consumer that the needle was bent when the shield was removed as well as the needle was bending during insertion into the vial resulting in the needle not going into the vial. Additionally, it was reported that the needle seems a little longer. Issue: consumer reported bent needle when he removes it from the orange shield. Bent needle during insertion in to the vial. No problem with lantus, he started humalog this year, and uses the perfect center to insert in to the insulin bottle. It won't go in its bent. He uses about 4 to 5 needles a day. Almost all the needle is bent. He gets the syringes from the mail order pharmacy. He has a new supplier this year and started noticing different needles. Issue: consumer reported he thinks the needle seems little longer. Sample discarded. Issue: he reported bent needle in the past. He called his mail order pharmacy. They sent him the replacement. Advised consumer to save the samples if re occurs. Notified him to send couple of unused sample from the box. Offered to send him the replacement.